Manufacturer narrative:
Issue appears related to excessive wear of door hinge.

Event description:
While the service engineer was opening the door of the stationary gantry, the door reportedly fell off its hinge. There was no reported injury associated with this incident. Upon initial review of this incident, a hazard analysis was performed which evaluated the repercussions if this malfunction was to recur. As a death or serious injury appeared unlikely, this issue had been deemed not reportable. However, a similar incident was later reported to us with an associated injury. As a result, we have re-evaluated this issue and are now reporting the original occurrence in the abundance of caution.